Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted in a high position. Paravalvular leak (pvl) was noted and a post balloon aortic valvuloplasty (bav) was performed. The valve dislodged supra-annular. The valve was snared above the coronary arteries and a second valve was implanted in a good position. Severe aortic insufficiency (ai) was observed and a bav was performed however the severe ai remained. It was reported that there was heavy calcification running into the left ventricular outflow tract (lvot) like "a tooth". The valves were surgically removed and a surgical valve was implanted. It was reported that the calcification was like a ¿stone.¿ no additional adverse patient effects were reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: evolutpro-29, serial/lot #: (B)(4), ubd: 23-jun-2023, UDI#: (B)(4). Product analysis: no product were returned. Conclusion: without the return of the products, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which reported that following the first valve implant, severe pvl was reported. According to the physician, the post bav caused the valve to dislodge. Following the second valve implant, the severe aortic insufficiency (ai) observed was classified as pvl. Updated b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, both explanted valves were received via ups in hospital specimen jars, in cloudy solution. All leaflets of both valves were flexible and intact. As received, all leaflets were in the closed position with a slight gap between leaflet 2 (l2) and 3 (l3) on the primary valve. All leaflets were in the closed position on the secondary valve. All commissures were intact on both valves. There were no gross damages or distortions observed on the frame of either valve. Conclusion: both explanted valves were returned to medtronic. Twenty-three static images were provided for review, along with the patient summary. Imaging showed calcium from the annulus to the left ventricular outflow tract (lvot) as mentioned in report. Both valve loads were provided for review and would be considered acceptable loads. A pre-implant balloon aortic valvuloplasty (bav) image was also received. No media of the valve dislodging was provided, however imaging of the first, dislodged valve being held by a snare while the second delivery system passes through was received and reviewed. The next image shows two medtronic bioprosthetic valves fully deployed with what appears to be valvuloplasty balloon in the center. Medtronic is unable to comment on the reported paravalvular leak (pvl) or severe aortic insufficiency (ai) as still/static images were only provided. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. Based on the received information, device return analysis, and images review, the conclusive cause of the pvl cannot be determined. In this case, it was reported that the valve was implanted in a high position and there was heavy calcification from the annulus to the lvot. This indicates that the potential causes of the pvl could be due to implant position and / or patient anatomy (calcification). In this case, a post implant bav(s) were performed. The user followed the instructions in the instructions for use (IFU) which states: "in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a postimplant balloon dilatation of the valve may improve valve function and sealing." Following the bav, the valve dislodged. Potential factors that can influence a dislodgment include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, a size mismatch between the device and patient anatomy, balloon aortic valvuloplasty (bav) and/or several others. Dislodge events are typically not related to a device malfunction. In this case, the physician states that the post bav caused the valve to dislodge. The device history record for both valves implanted then explanted were reviewed. It showed that this device met all manufacturing s pecifications for final product released for distribution. No issues were identified that would have impacted this event. This event does not indicate device malfunction or misuse contributed to the reported events. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.